Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements resulting in greater than 2,500 ohms. The patient was noted to tolerate ventricular only pacing. The physician elected to cap and surgically abandon the ra lead and program the device to ventricular only therapy. No adverse patient effects were reported.